Event description:
The customer reported that the readings on the mutligas unit were suddenly zeroing out.

Manufacturer narrative:
Details of complaint: the customer reported that the readings on the mutligas unit were suddenly zeroing out. The device was sent in for nihon kohden (nk) evaluation. No patient harm was reported. Investigation summary: the reported concern was not duplicated after 72 hours of testing. No issues were observed with the device, and the device functioned as intended. Since the gf-210ra was not a factor in the reported phenomenon, other factors could be the cause, including the particular setup at the time of the reported event (cable and tubing connections, etc.), or the user may have incorrectly perceived normal device functioning to be a problem. The customer informed nihon kohden that all cabling and connections were checked to be firmly and correctly connected. This leaves the possibility of a mistaken periodic and automatic device calibration to be a malfunction. The operator's manual describes this state as a zero-calibration performed at 2-hour intervals to compensate for zero-point drift. During this process, the device takes in ambient air to zero calibrate within 60 seconds. When auto zero calibration fails, the user should then perform a manual zero calibration. Service history for this serial number shows this is an isolated incident. Service history for this facility shows no other reports of zeroing.

Manufacturer narrative:
The customer reported that their mutligas unit reading are suddenly zeroing out. No harm or injury was reported. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that their mutligas unit readings are suddenly zeroing out.